Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the new orders were not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all the new orders were crossing over to multiple stations. A technical support specialist (tss) connected to the application server and ran a downtime query, which showed the carefusion coordination engine (cce) in disconnected mode. Upon checking the cce services, the tss found that the service was not running. After restarting the service, the issue was resolved. The tss confirmed with the customer, who verified that the issue was fixed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the new orders were not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.